Event description:
It was reported that the patient exhibited syncopal episodes that left a hematoma. Upon review, it was discovered that the lead exhibited intermittent loss of capture. The lead also exhibited high impedance. Programming changes were performed, and the patient returned for the procedure. The physician unscrewed her rv lead from the pacer, and then plugged it back into the device, but made sure that the rv pin was pushed in all the way and could be seen behind the setscrew plate. Fixated the set screw onto the lead. When the physician re-fastened the rv lead with the pin in all the way, while pacing on the ep catheter, the rv pacing configuration was programmed to bipolar, and despite the pin being in correctly, the lead impedance remained >3000ohms. The physician decided to leave the programming changes on the device. There were no patient consequences.